Event description:
User received an erroneous ft4 result for one patient sample. The result of the first run was less than 0.023 ng per dl. The user repeated the test and the result was 1.25 ng per dl. The erroneous result was not reported.

Manufacturer narrative:
The field service representative determined the sample probe alignment at the sampling position was off center. He realigned the sample probe, and performed calibration and qc.